Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. When preparing the 3.00 x 28 mm taxus liberte drug eluting stent the physician found the struts opened. The stent could not be passed through the guide. No pt complications were reported. This product is only ous approved but it is similar to a marketed us device.